Event description:
Event description guidant received information that this shocking lead had an impedance of > 125 ohms. It was indicated that the patient transferred care from u of m to mn heart clinic and the caller stated that the lead impedance has been high for several months and does not appear to have been addressed.